Event description:
New information received notes that the issue was initially noted through merlin.net transmission. The patient did not experience any symptoms.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was seen on the rv lead that had triggered vt/vf detection. Patient received inappropriate antitachycardia pacing therapy. The atrial lead had previously been turned off. The impedance was measured during the interrogation and was low. Patient was asymptomatic. Clavicular crush was noted on both atrial and ventricular leads. Both leads were explanted and replaced. Patient was stable before, during, and after the procedure.